Manufacturer narrative:
Initial.

Event description:
It was reported that the user observed a message on the ilet to connect a cgm or enter a blood glucose value, indicating dosing would stop shortly, while dexcom g7 continuous glucose monitor (cgm) app readings continued, consistent with intermittent communication failure between the cgm and the ilet due to signal loss involving the antenna and electrical/magnetic communication components. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between systems with intermittent communication failure localized to the communication hardware, including the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.